Event description:
It was reported the surgeon observed that the leading haptic on the intraocular lens (iol) adhered to the optic after the lens was implanted into the patient's eye. The haptic disengaged from the optic during the irrigation/aspiration procedure. Surgery was completed without further complication.

Manufacturer narrative:
The intraocular lens remains implanted with no consequences to the patient. A review of the manufacturing records for this lens revealed changes to the manufacturing process or specifications that could be related to this complaint. The manufacturer will continue to monitor and trend all reports received. All information currently available is included in this report. Remains implanted.